Event description:
A pt supported with biventricular assist devices (bivad) was switched from the tlc-ii portable vad driver to dual drive console (ddc). The pt immediately became agitated and short of breath. The pt developed pulmonary edema, was intubated, placed on a ventilator, and transferred to the coronary care unit. The pt expired three days later. During the code it was dicovered that, due to user error, the left and right vad pneumatic drivelines were connected backwards. Therefore, the ddc module set to drive the lvad was actually driving the rvad, and vice verse. A reversal of the drivelines is consistent with the clinical description of the incident. There is no evidence of any malfunction of the dual drive console or vad blood pumps.